Event description:
(B) (4) clinical study. It was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension. The index procedure treated the 80% stenosed, 8x15mm target lesion located in the left bifurcation of the common carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. The patient was discharged the next day. Nine days following the procedure, the patient experienced hypotension. The patient was treated with medication. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).